Event description:
Time 7:15 p.m. Resident fell from the maxilift while being transferred into bed with two assists. The maxilift pad was attached to the maxilift frame. Resident was elevated from the gerichair. Suddenly the resident's right leg straightened and resident fell through the pad onto the floor. Resident sustained hematoma on left posterior cranial area with moderate amount of bleeding. No deep laceration noted. Bruise on left arm and upper arm. Resident grimacing when left arm abducted. Resident alert eyes reactive to light. Cold pack applied to left posterior hematoma to control bleeding and swelling. Small abrasion on back red area mid spine. Neuro check done, vital signs t. 96.5, p. 68, r. 20, bp 160/94, left hand edema noted. Dr notified. Family notified. Diagnoses: s/p multiple cerbrovascular accidents with seizure disorder. Left cva right hemaplegia, atrial fibrillation. Prog poor.